Event description:
It was reported that during coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. After the left main coronary artery was cannulated with a 6fr non-bsc guide catheter, angiography was performed and revealed a 95% stenosed de novo target lesion located in the saphenous vein graft (svg) to obtuse marginal (om). A non-bsc guide wire was used to cross the lesion. The lesion was pre-dilated with two balloon catheters ( a 1.5mm x 10mm and a 2mm x 9mm) at 10 atmospheres for 15 seconds. A 3.00mm x 20mm promus element ¿stent was advanced, however the device failed to cross the lesion and the stent was damaged during manipulation. Subsequently, the physician removed the device and changed the approach via femoral and a 2.15mm x 16mm promus element stent was advanced and deployed at 12 atmospheres for 30 seconds. Final angiography revealed that the stent was well deployed with timi - iii coronary blood flow and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. After the left main coronary artery was cannulated with a 6fr non-bsc guide catheter, angiography was performed and revealed a 95% stenosed de novo target lesion located in the saphenous vein graft (svg) to obtuse marginal (om). A non-bsc guide wire was used to cross the lesion. The lesion was pre-dilated with two balloon catheters (a 1.5mm x 10mm and a 2mm x 9mm) at 10 atmospheres for 15 seconds. A 3.00mm x 20mm promus element stent was advanced, however the device failed to cross the lesion and the stent was damaged during manipulation. Subsequently, the physician removed the device and changed the approach via femoral and a 2.15mm x 16mm promus element stent was advanced and deployed at 12 atmospheres for 30 seconds. Final angiography revealed that the stent was well deployed with timi - iii coronary blood flow and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was returned with a product mandrel inserted and a stent protector covering the stent. A visual and microscopic examination found that the stent was damaged. Struts on three rows at the distal side of the stent were severely misaligned. The protector that had been placed covering the stent which may have reduced the extend of the damage. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).